Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colon procedure, while the surgeon performed the first stitch, the tip of the needle broke off, and the surgeon found it outside the patient cavity. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.